Manufacturer narrative:
The cause for the discordant advia centaur xp ca19-9 results for the two samples from the same patient compared to an alternate method is unknown. Siemens healthcare diagnostics is investigating. The instrument is performing within specifications. The interpretation of results section of the instructions for use states: "results of this assay should always be interpreted in conjunction with patient's medical history, clinical presentation and other findings." The limitations section of the instructions for use states: "warning do not use the advia centaur ca 19-9 assay as a screening test or for diagnosis. Do not predict disease recurrence solely on levels of advia centaur ca 19-9. Normal levels of advia centaur ca 19-9 do not always preclude the presence of disease. Note do not interpret serum levels of (B)(4) as absolute evidence of the presence or the absence of malignant disease. Before treatment, patients with confirmed gi carcinoma frequently have levels of ca 19-9 within the range observed in healthy individuals. Additionally, elevated levels of ca 19-9 can be observed in patients with nonmalignant diseases. Measurements of ca 19-9 should always be used in conjunction with other diagnostic procedures, including information from the patient's clinical evaluation. The concentration of ca 19-9 in a given specimen determined with assays from different manufacturers can vary because of differences in assay methods, calibration, and reagent specificity. Ca 19-9 determined with different manufacturers' assays will vary depending on the method of standardization and antibody specificity. Therefore, it is important to use assay specific values to evaluate quality control results." Advia centaur xp ca 19-9, lot 384; date of manufacture april 6, 2016; expiration date february 6, 2017; (B)(4).

Event description:
Customer observed reproducibly, elevated results from two samples from the same patient with the advia centaur xp ca 19-9 assay compared to an alternate method. There are no reports that treatment was altered or prescribed or adverse health consequences due to the elevated advia centaur xp ca 19-9 results.

Manufacturer narrative:
MDR 1219913-2016-00270 was filed on january 11, 2017 reporting elevated results from two samples from the same patient with the advia centaur xp ca 19-9 assay compared to an alternate method. February 10, 2017 - additional information: siemens received the sample and verified the customer's results with advia centaur xp ca 19-9 reagent lot 052386, obtaining results of 350 u/ml and 351 u/ml. The samples were also tested on the dimension vista ca 19-9 assay and the samples recovered 45 u/ml and 47 u/ml. The samples were also tested on the immulite 2000 gi-ma (ca 19-9) assay and the samples recovered < 2.5 u/ml and 3.06 u/ml. The advia centaur and dimension vista ca 19-9 assays both use the same antibody clones so the elevated results with those two assays indicates something in the patient sample is binding to those antibodies. The immulite2000 gi-ma (ca 19-9) assay uses a different antibody clone which explains its lower result which is in line with the initial alternate method result. Siemens did not receive enough sample to test with heterophilic blocking tubes. Root cause cannot be determined but there is likely some unknown interferent, possibly heterophilic antibodies, in the patient's samples that are interfering with the centaur ca 19-9 assay. The limitation section of the instructions for use states: " the concentration of ca 19-9 in a given specimen determined with assays from different manufacturers can vary because of difference in assay methods, calibration, and reagent specificity. Ca 19-9 determined with different manufacturers' assays will vary depending on the method of standardization and antibody specificity. Therefore, it is important to use assay-specific values to evaluate quality control results. Heterophilic antibodies in human serum can react with reagent immunoglobulins, interfering with in vitro immunoassays. Patients routinely exposed to animals or to animal serum products can be prone to this interference and anomalous values may be observed. Additional information may be required for diagnosis."